Event description:
During a unilateral compatmental knee makoplasty (mako) procedure the mako software screen locked up and the procedure could not continue. The on site mako representative was in the or suite during the malfunction and was able to immediately contact the mako clinical support. Clinical support via telephone troubleshooted with the on site mako representative; they were able to repair the problem and the surgeon was able to complete the procedure after a 45 min delay.no apparent harm to the patient. Clinical support troubleshooted over the phone with the on site mako representative and the issue was resolved.